Event description:
It was reported to tyco healthcare/kendall in early 2008 that a customer had a problem with an umbilical vessel catheter. Customer reported: "the physician pulled uac back one cm for placement. He took hold of the sutures and pulled the catheter back and heard it snap and break with pressure. Catheter retrieval done at bedside and retrieval successful. Uac had just been in patient for about an hour."

Manufacturer narrative:
In early 2008, per joann mcdade sales rep. :"dr. Confirmed that the uvc was not in optimal position and attempted to pull the catheter back 1 cm when the catheter snapped. He then consulted with surgery and was able to retrieve it without further complications. The infant was stabilized and is doing fine." An investigation is currently under way. Upon completion, the results will be forwarded.